Manufacturer narrative:
No patient contact with this portion of the device. Failure of software can lead to erroneous measurements, however, physician or radiologist makes final decision as to scope of treatment for the patient. At the time of this event, the manufacturer did not consider this a reportable event. However, based on additional information gathered during the root cause investigation and the intended use of the device, the manufacturer has now decided to file a 5-day reportable event.

Event description:
Doctor reported that she had an instance in which the pem suv (positron emission mammography standardized uptake value) numbers associated with roi values were inconsistent between image views using the pem view software. This may result in physicians making inaccurate measurements or margin estimations; this occurs when the zoom feature is utilized and multiple applets are opened.